Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they have been having problems with their device and controller for months and months. Patient said they met with a rep locally twice and the representative made adjustments, but they couldn't fix the issue. Patient mentioned that the representative told the patient that at least 2 of the little electrodes on the array are not working anymore or not firing like they are supposed to and that might be scar tissue. Patient stated that the rep could not make an adjustment so that they can feel it where they need it. Patient stated that they're not getting relief on their right side because they can't feel it there. The patient mentioned that they can turn their stimulation up as high as they want to where they are about to climb out of their skin on the left side, but on the right side they can't feel the stimulation and that's where a lot of their pain is. Patient stated they have group a, b and c. Patient stated they tried to make an adjustment to their intensity settings on group a and group b and they are getting settings not available cannot provide your intensity settings. Patient stated they cannot increase the intensity on group a and b and on group c, it will change the settings but they can't make it work and feel it on their right side. Patient confirmed they can increase the intensity on group c but not on group a and b. Patient stated when they set the intensity 1 on group a or b and try to increase it, they get the settings not available cannot provide your intensity settings message. Patient stated that the rep turned it off and then it worked, but now it's not working again. Patient added that even if the rep changed everything, they couldn't get them what they need on their right side of their body and it's not working for them. Patient stated that they've seen the rep probably early november or mid-november somewhere in there and they haven't done anything since then. It was working and it started again yesterday, it did it november and before that and they remember when some months before that probably. Agent reviewed information. Agent redirected the patient to their hcp. When asked for the event date, patient stated several months before (B)(6) 2024. Rep reported that patient was last seen on last (B)(6) 2024 on or around the (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3, corrected to 2024-10-21. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances (greater than 40,000) and a return of pain. Reprogrammed today and patient reported improved bilateral coverage into her painful areas. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Correction: initial notified date of the event changed to 03/24/25 from 10/21/24 per the additional information in b5. This makes the event not late. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep. Clarified that he was not aware of high impedances back in (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that patient lost stimulation on right side. There were high impedances, greater than 40,000. After interrogating the system, 0-7 electrodes were connected in header within normal limits impedance. Electrodes 8 11 were the only electrodes that showed connected in header. Tried crosstalking leads to get right side stimulation but was unable to do so. A return of pain was noted. Pt will have an appt with hcp to discuss options. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.